Manufacturer narrative:
This report has been identified as event four of b. Braun medical inc. (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
Per the (B)(6) posts regarding space pumps: event 4 - (B)(6). "One actually caught on fire at my old job."